Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow button has become harder to press, and must be pressed multiple times to get a response. The issue was noticed about a year ago and it has gotten worse since. The reporter continues to use the pump. The pump is worn in a pocket and cleaned with a dry cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow keypad button had intermittent response when pressed. The contrast, down arrow, and ok keypad buttons responded normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons. The contrast, up arrow, down arrow and ok keypad buttons had normal spring back or click. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed a discolored display screen with multiple scratches on the lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.